Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Caller stated that pt is reporting seeing eri on handset about a week ago. Caller interrogated the ins with the clinician tablet and also saw eri. Ts asked for rep to provide programming and impedance information to help determine if early depletion was due to programming or impedance issue. Programming was as follows: group a: prog 1: 6.8ma, 360pw, 60hz, 1+2-; prog 2: 7.9ma, 360pw, 60hz, 1+2-, used 24 hrs/day. Impedances ranges about 873-1458 ohms in general, contact 1/2 were about 873 ohms. Battery estimate indicated: for 600-1200 ohms, battery would last <(><<)> 6 months. Pt only got 3.5 wks out of battery. They had converted pt out of intellis due to patient needing to charge everyday and couldn't keep up with that level of work. Ts discussed possible causes to short duration of the ins as programming as likely cause, potential impedance issue that is not being picked up by impedance test. Discussed options of going down to one program to see if coverage can reached, program cycling as potential options to extend battery life depending on pt's needs. Suggested returning ins for analysis to ensure it was normal depletion and not something else with the device, suggested a through review of all the impedance especially on contacts that are being used to make sure they are not missing any outliers. Pt mentioned seeing "settings cannot delivered" with the intellis device but hasn't seen any of those issues with the vanta system. Rep will discuss with hcp and patient for next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative (rep) indicated that the hcp confirmed that the ins still remains in the patient, but is planning to replace the ins in the near future. The hcp agreed to send the device back to the manufacturer for analysis once it¿s done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.